Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited an episode of oversensing noise upon reviewing of electrograms (egms). No intervention or programming was performed. The patient would continue to be monitored. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of oversensing lead noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes that the right ventricular (rv) lead was explanted. The patient was discharged post-procedure with stable condition.

Event description:
New information received notes that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The rv lead was programmed off and a leadless pacemaker was implanted on (B)(6) 2022. The patient was feeling dizziness before the intervention but was discharged post-procedure in stable condition.